Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a female connector separated from the main body. The insert chip was present on the female connector.the reported condition was verified. The cause of the condition was determined to be manufacturing related to inadequate solvent application. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. The separation was further described as "an internal screw connection had become loose". There was no patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.